Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2,000 ohms in both bipolar and unipolar configurations. It was also noted that there was loss of capture (loc) in the ventricle at maximum outputs. A fracture was suspected, but not able to be confirmed as the x-ray did not show any significant findings. A revision procedure was performed where the rv lead was surgically abandoned. It was noted that the fluoroscopy imaging during the procedure did not show any signs of a visable fracture. The pacemaker remained in service with a new rv lead. No additional adverse patient effects were reported.